Manufacturer narrative:
Concomitant products: guiding catheter: (55 cm sheathless pvlc, asahi intecc); guidewire: (non cordis); indeflator: (everest, medikit). Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 cm. Saber rx 25 mm. X 4 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.) During its initial inflation and leakage of contrast media was confirmed. There were no reported patient injuries. The saber was replaced with the same size balloon catheter. The intravascular ultrasound ivus checked the lesion and a smart stent was implanted and the procedure was completed. The lesion was the superficial femoral artery. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A non- cordis guidewire crossed the lesion and an ivus checked that the lesion had diffuse calcification. The physician decided to insert the saber pta and there was no issued confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion. A non-cordis indeflator inflated the balloon. The device was taken out from the patient. The device has been discarded in the hospital due to the hospital regulation.

Manufacturer narrative:
As reported, the 155 cm. Saber rx 25 mm. X 4 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.) During its initial inflation and leakage of contrast media was confirmed. There were no reported patient injuries. The saber was replaced with the same size balloon catheter. The intravascular ultrasound ivus checked the lesion and a smart stent was implanted and the procedure was completed. The lesion was the superficial femoral artery. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A non- cordis guidewire crossed the lesion and an ivus checked that the lesion had diffuse calcification. The physician decided to insert the saber pta and there was no issued confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion. A non-cordis indeflator inflated the balloon. The device was taken out from the patient. The device has been discarded in the hospital due to the hospital regulation. A device history record (DHR) review of lot 17334360 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of the superficial femoral artery may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.